Manufacturer narrative:
Section d-4 (serial number) and h-4 (device mfg date) have been updated based on the returned product. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on the returned sensor and no issues were observed. Sensor adhesive was returned. No malfunction or product deficiency was identified. An extended investigation has also been performed on the returned product. Only the puck and plug have been returned; applicator and sharp were not returned. A no product returned investigation was previously conducted and indicates that the applicator and sharp passed all tests prior to release. Visual inspection of the returned puck and plug have been performed and no issues were observed. The device history record (DHR) has been reviewed and verified that the unit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. No malfunction or product deficiency was identified.

Event description:
Customer reported experiencing a skin reaction while wearing an adc freestyle libre sensor and experienced symptoms described as red and itchy skin which was warm to the touch and accompanied with fluid secretions. Customer had contact with a healthcare professional and received a fucidin ointment for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and the reported sensor serial number has been deemed invalid. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Clinical data was reviewed and confirmed that freestyle libre sensor continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate any potential product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported experiencing a skin reaction while wearing an adc freestyle libre sensor and experienced symptoms described as red and itchy skin which was warm to the touch and accompanied with fluid secretions. Customer had contact with a healthcare professional and received a fucidin ointment for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing a skin reaction while wearing an adc freestyle libre sensor and experienced symptoms described as red and itchy skin which was warm to the touch and accompanied with fluid secretions. Customer had contact with a healthcare professional and received a fucidin ointment for treatment. There was no report of death or permanent injury associated with this event.